Event description:
It was reported that "b is calling from the cvicu. He states they have just exchanged an iabp after 'helium loss alarms' and the iabp 'turning off'. Confirmed if the iabp paused or the iabp powered down. He stated the iabp paused. Ensured him the pausing was normal function after high priority alarms and discussed helium loss alarms. B. Stated that after iabp exchange he loss alarms ceased". No patient harm or injury. The patient status is reported as "critical but not related to iabp".

Manufacturer narrative:
(B)(4) n/a other remarks: n/a corrected data: n/a.